Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va10qbc, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller stated there was something wrong and they were having real issues with their implant/device. The caller stated they were experiencing a lot of pain from where the implant was on the right buttock to 3 inches up where the bladder would come around to the back. The caller stated the healthcare provider did a CT scan and x-ray and they didn't see anything. The caller stated when they saw the healthcare provider on monday they told them that their reading should only be 100 and theirs was over 4,000 so something ¿funky¿ was going on with one of the lead wires. The caller stated they thought there must be something wrong with the lead. The caller noted that one of the healthcare providers they saw did call them in some pain medication. The patient was redirected to their healthcare provider. No further complications were reported.